Event description:
Rptr stated that product was set up the night before. When rptr came in the next morning a tiny amount of blood had seeped in. Rptr believes the valve may be cracked. No pt injury or treatment was associated with this event.